Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has battery failure.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) has battery failure. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d5, d10, e4, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter and email), e2, e3, g2, g3, g6, h2, h10, h11.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings,, investigation conclusions), h10. Additional information has been requested regarding the evaluation and repair of the device. When additional information is received ,a supplemental report will be submitted. H3 other text : device not available for evaluation.

Event description:
N/a.